Event description:
The device reportedly displayed intermittent connect electrodes messages when the device was attached to the patient using combination electrodes. The facility was contacted for further information with regard to the reported event.